Manufacturer narrative:
(B)(4).

Event description:
The pt could not successfully recharge; she had not recharged since approx 1.5 years prior to (B)(6) 2010. The recharger battery was dead. The pt met with her physician and the device was reprogrammed twice, on (B)(6) 2010 and (B)(6) 2010. It was also stated that the device had not been working properly prior to the pt stopping charging in 2009. There had been no further complaints from the pt and the plan for her was to continue follow-up with her physician.